Event description:
A critical high potassium was resulted using siemens vista analyzer. Upon investigation it was noted that the analyzer repeated the critical result since it defaults to a repeat for all critical values and at this time the new value was still a high value and too far apart resulting in apparent poor reproducibility. The analyzer did not give any kind of errors for clotted sample. Based on this result pt was treated with no negative outcomes of issues.